Event description:
It was reported that the patient was replaced as scheduled and was getting good coverage. The patient was doing well at the time of the report.

Manufacturer narrative:
The ins (serial #(B)(4)) was returned and analysis found the stimulation ins battery reached end of service (eos) due to three overdischarges.

Event description:
Additional information received reported the patient had not yet been scheduled for replacement however the manufacturer representative was told it would be performed sometime in (B)(6) 2014.

Event description:
It was reported that the cause of the overdischarge was that the patient had not charged their battery since (B)(6) 2013. The patient was going to meet with their doctor to device how to proceed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having problems charging their implantable neurostimulator (ins). The patient had not been able to get telemetry for at least 4 to 5 weeks prior to the report. The patient thought they last recharged and felt stimulation about a month prior to the report. The patient later noted that they last felt stimulation about 2 weeks prior to the report so it was unclear when they stopped feeling stimulation. The patient was seeing a reposition antenna screen when they tried to recharge. The patient had tried repositioning and turning the antenna dial. The patient was in overdischarge. A physician recharge mode was performed and they were able to charge normally after clearing the power on reset (por) message. The patient was getting 6 coupling bars and was below 25% charge on their ins. After the patient recharged past 25% they interrogated the device with a clinician programmer and it stated end of service (eos). The patient had experienced their third overdischarge and the device needed to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient's replacement was scheduled for (B)(6) 2014.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3 9565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).